Event description:
Client called and said that the hinge bracket broke on his son's chair. There were no injuries associated with this case.

Manufacturer narrative:
Material and structural testing was done at the parent company. A change in the design of the part was done which improved quality and durability in the hinge attachment area. This chair was updated using the newer style part.